Manufacturer narrative:
Correction: b5, d6b. Correction to explant date and related manufacturing number.

Event description:
Related manufacturer reference number: 2017865-2023-05668. New information notes that the atrial ra lead had insulation damage noted during the procedure. The physician elected to explant and replace the ra lead.

Event description:
It was reported that the patient presented for explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 7.5cm to 7.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.